Event description:
Describe event, problem, or product use error: pt reported having difficulty with disconnecting the hose from their nebulizer. Pt tried multiple times and was not able to. Date of event: 06/15/2026. Missed dose reported. Unknown if md aware. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified.